Manufacturer narrative:
A device history record review could not be conducted as the lot number was not provided. Based on the information provided, there was no allegation of a device malfunction. The patient stated that they did not comply with the physical therapy plan, and while the surgeon related the event to the procedure and the device, this is the most likely cause of the reported event. Therefore, the most probable cause is cause traced to non-device related factors.

Event description:
It was reported that the patient presented at a clinic visit approximately one year after undergoing a successful reverse shoulder arthroplasty procedure, with a complaint of shoulder stiffness and limited range of motion. X-rays showed that there were no issues with the implanted devices. The patient stated that they did not complete the standard of care physicial therapy plan after the surgery. The surgeon decided to inject the shoulder and stated the event could possibly be related to the device and the procedure. No further information was provided.